Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast reconstruction revision surgery with an unspecified saline breast implant experienced right sided deflation post procedure. As a result, patient has a planned explantation on (B)(6) 2022.

Manufacturer narrative:
On april 19, 2022, after several follow ups with clarification of date of implant, no response was received. Therefore, off-label use was added due to the device being implanted after mre expired.

Manufacturer narrative:
On march 29, 2022, mentor became aware that patient's impacted device is 375cc mentor smooth round moderate profile saline breast implants, catalog number is 3501660, lot number is 6779855. A manufacturing record evaluation was performed for the finished device 6779855 number, and no non-conformances were identified. On april 5, 2022, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on april 13, 2022. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a crease/fold extended from the anterior to the posterior view. In addition, a tear was found within the crease/fold on the posterior view, measuring approximately 10.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It was noted that, based on the date of implantation provided and the expiration date of the reported lot number, the devices were implanted after the expiration date. According to the product insert data sheet the sterility cannot be guaranteed if the product is used after the ¿use by date¿ shown on the box label. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).